Event description:
Reportedly, an alert stating that an atp therapy was delivered to the patient was transmitted by remote monitoring. However, no associated episode dated (B)(6) 2021 was available for review in the remote monitoring report.